Event description:
On august 11, 2007, the patient's daughter (reporter) contacted lifescan on behalf of the lay user/patient alleging that an unknown error message with the patient's one touch ultramini meter. The patient received the meter about 4-5 weeks ago and had not been able to get the meter to work. Approximately in 2007, the pt reportedly had symptoms of sweating, breathing heavy and low blood glucose levels and her husband gave her an orange. The customer service representative (csr) walked the reporter through troubleshooting and resolved the issue with training. The complaint is being reported because the patient was unable to test on her meter since she received the meter 4-5 weeks ago and allegedly developed symptoms of low blood glucose. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.